Event description:
The complainant alleged while defibrillating a pt, the device displayed a "poor pad contact" message and would not discharge. The complainant indicated that the clinician was able to obtain another device to treat the pt. Subsequently the pt expired.